Manufacturer narrative:
Section d updated to match gudid.

Event description:
Unit was opened and found that the set ID sensor rtv was not holding the sensor in place. The sensor was tested on the set ID sensor test fixture which showed the sensor is fully functional. Failures are likely temporary and due to ingress.

Event description:
The following has been reported: unit began experiencing tubing set removed alarms during transport testing after the first cleaning. Unit also experienced tubing set removed alarms and tubing set not recognized alerts during overnight infusion, after the second cleaning. The unit could recover from a tubing set removed, although sometimes only temporarily. The unit would not recover from a tubing set not recognized until the next day. The first day of tubing set removed alarms also had a pump problem caused by an occlusion sensor max fault immediately after the last tubing set removed alarm. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.